Manufacturer narrative:
(B)(6) 2021: product investigation results of returned concomitant handle: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer sent e-mail stating the brush heads kept coming off of the hand piece while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush heads kept coming off of the hand piece while brushing. No injury was reported.